Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection found the fiber was received in one piece for analysis. Microscopic inspection of the tip indicated it was in good condition. The fiber body did not exhibit any breaks. The fiber connector had burn marks on the face. The fiber was functionally tested and found that the aiming beam was bright and round. It is probable that the burn marks occurred due to prolonged use of the device and/or the debris shield was damaged. The instructions for use (IFU) states to inspect the fiber for kinks, punctures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Based on analysis results, a conclusion code of cause traced to component failure was assigned which indicates an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during preparation for the procedure, while unpacking the debris shield had been beaten and scratched. During the procedure, there was a bang sound. It was observed that the debris shield and end of the fiber at the connector were black. The fiber had not been used prior to this event. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications. Based on the additional information received, this event no longer meets reporting criteria. Device 1 of 2 (fiber).

Event description:
It was reported that during preparation for the procedure, while unpacking the debris shield had been beaten and scratched. The fiber had also been beaten and directly broken. The fiber had not been used prior to this event. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications. This report is for the fiber break.

Event description:
It was reported that during preparation for the procedure, while unpacking the debris shield had been beaten and scratched. During the procedure, there was a bang sound. It was observed that the debris shield and end of the fiber at the connector were black. The fiber had not been used prior to this event. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications. Based on the additional information received, this event no longer meets reporting criteria. Device 1 of 2 (fiber).

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection found the fiber was received in one piece for analysis. Microscopic inspection of the tip indicated it was in good condition. The fiber body did not exhibit any breaks. The fiber connector had burn marks on the face. The fiber was functionally tested and found that the aiming beam was bright and round. It is probable that the burn marks occurred due to prolonged use of the device and/or the debris shield was damaged. The instructions for use (IFU) states to inspect the fiber for kinks, punctures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Based on analysis results, a conclusion code of cause traced to component failure was assigned which indicates an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during preparation for the procedure, while unpacking the debris shield had been beaten and scratched. During the procedure, there was a bang sound. It was observed that the debris shield and end of the fiber at the connector were black. The fiber had not been used prior to this event. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications. Based on the additional information received, this event no longer meets reporting criteria.